Event description:
Pharmacy called on behalf of the pt and alleged that the meter would not count down after the blood sample or control solution was applied. The pt did go to the hosp but no treatment was given. No symptoms were reported. The pt was advised to contact lfs for replacement test strips. The test strip issue was not resolved with troubleshooting. No further info has been reported. The test strips were replaced for the pt.